Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same size and model. The reason for explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician reported the bioprosthetic valve was removed because the last suture broke when seating the valve. A new valve, same size and type was used because the sewing ring was not suitable for re-use after removing the sutures. If information is provided in the future, a supplemental report will be issued.